Event description:
A nurse reported that a pt sustained a corneal burn during cataract surgery. A suture was used to close the wound. Add'l info received indicated that the burn occurred during the quadrant removal step. This is the second of three similar reports for this facility.

Manufacturer narrative:
The company rep examined the system and no problem was found. Preventive maintenance was performed. The system was then tested and met product specs. The company rep tested two (2) handpieces and removed from rotation for diagnostic purposes. The handpieces have been received and in-house testing is in progress. A review of complaints for the last 24 months did indicate 2 similar report(s) for this system. A root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol.7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).